Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
Related manufacturer reference number: 2017865-2023-17418, related manufacturer reference number: 2017865-2023-17420, related manufacturer reference number: 2017865-2023-17421. It was reported that a patient presented with premature battery depletion noted on the patient's pacemaker. Additionally, instances of high pacing impedance, signal artifact, and device sensing problem was noted on of the patient's leads. No intervention or adverse consequences to the patient were reported.

Manufacturer narrative:
Sus voluntary even report was received. Medwatch mw5115758.sus voluntary even report was received. Medwatch mw5115759.sus voluntary even report was received. Medwatch mw5115760.sus voluntary even report was received. Medwatch mw5115761.